Event description:
Unomedical reference number (B)(4). Event occurred in austria on (B)(6) 2022, the patient's mother reported that her child's infusion set's introducer needle broke and was still in the skin at the time of this report. This issue occurred with three infusion sets. The patient's blood glucose level was 450 mg/dl at the time of the event. Moreover, the introducer needle was not attached to the tube anymore. Therefore, the infusion set was changed, and the blood glucose level was stable. The site location was patient's abdomen/thigh. No further information available.